Manufacturer narrative:
On (B)(6) 2013, biosense webster received following additional information from the customer. On (B)(6) 2013 an electrophysiological study was conducted prior to left flutter ablation. The right femoral vein was cannulated and an orbiter catheter was positioned in the coronary sinus and a livewire catheter in the right atrium. Cavotricuspid isthmus block was evident and a transeptal puncture was performed due to suspected left origin of the arrhythmia. While the anatomical map was being built with carto3 technology, the patient began to cough and severe hemoptysis was evident, followed by acute desaturation and hemodynamic collapse. Intubation and mechanical ventilation was required, as well as urgent blood transfusion, volume replacement and anticoagulation reversal. In spite of these measures the patient suffered cardiac arrest with electromechanical dissociation and advanced cardio-pulmonary resuscitation (CPR) was performed, with recovery after 8 minutes. An urgent bronchoscopy was conducted, confirming active bleeding in the lower right pulmonary lobe that improved after administration of procoagulants. Finally, a chest computed tomography (CT) evidenced severe alveolar hemorrhage in the right lower and median lobes, secondary to acute dissection of the right inferior pulmonary vein. The patient is in the ICU without signs of prompt discharge. The prognosis for the patient was poor and massive pulmonary bleeding in patient with hypertension, chronic tuberculosis, severe chronic obstructive pulmonary disease (copd), amiodarone related hypothyroidism, paroxysmal atrial fibrillation (pulmonary vein ablation in (B)(6) 2011) and flutter ablation in (B)(6) 2012. Transthoracic echocardiography with preserved systolic function and thoracic CT without significant coronary lesions and a 1cm left pulmonary nodule. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4).

Event description:
It was reported that during an afib procedure, after the transseptal puncture and once the mapping of the left atrium had started, the patient started to be unstable. The physician's suspected pericardial effusion, which was confirmed after some time. The procedure was interrupted. Additional information was requested, but no response has been received.